Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented in the hospital after receiving multiple therapies. Device interrogation revealed many episodes of non-sustained rv oversensing due to far p-wave oversensing. Chest x-ray showed lead movement since implant. The lead was explanted and replaced. No further information is available.